Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site telephone: (B)(6). Event site address: no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine check, cs100 system experienced an electrical test failure alarm with code 50. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) replaced hydr cmpnt pump assy dc knf (d102-00-0001). After replacement, all functional parameters of the equipment were tested and found to be normal before delivery to the customer.

Event description:
N/a.